Event description:
It was reported that patient presented for a lead revision procedure. Prior to procedure, it was noted that the atrial lead exhibited under-sensing. It was also noted that the lead was difficult to place during initial implant procedure. The lead's sensing gradually decreased with time. The lead was explanted and replaced as a result. There were no patient consequences.